Event description:
The strata valve was implanted in 2001 and the patient did well. After an MRI, the valve was stuck. The strong magnet was used effectively. The patient was set at level 1.5 and subsequently showed up at the hospital and the valve was at level 0.5. It changed on its own. The valve would not adjust to level 1.0. It was replaced with a delta level 1.0.